Event description:
It was reported by a competitor that the lead had noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead was returned in segments and analyzed with no anomalies found. The proximal and distal conductors were fractured due to cuts. Visual analysis noted there was apparent explant damage. (B)(4).